Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15976. It was reported that the patient's controller displayed the "replace generator soon" message and one lead had high impedances. It was noted that the patient's system was also autoreducing. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-16764 additional information received indicates that the patient underwent surgical intervention during which the ipg and both leads were explanted and replaced.